Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the colon during a polypectomy procedure performed on (B)(6) 2026. During the procedure, the parameters of the energy platform were set routinely but after attempting to use energy from the snare, the cautery pin was fractured abnormally after polyp resection the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.